Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the bentson straight fixed core wire guide would not advance in the sheath. The wire coating was reportedly stripped from the wire guide, so another device was used to complete the lower extremity arteriogram. It was further noted that there was coil elongation near the distal end of the device, and separation of the distal weld connection from the safety wire and coil. This product issue occurred prior to patient contact, and it did not result in any reported impact on the procedure.